Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to calcification in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was to treat an 80% stenosed non-tortuous, moderately calcified de novo lesion in the posterior descending coronary artery. Following pre-dilatation, a 2.25x28mm xience alpine stent delivery system (sds) was advanced to the target lesion; however, resistance was met with the calcified vessel and the device could not cross. Resistance was also noted when removing the device. Stent flaring was noted after the device was removed from the anatomy. The procedure was successfully completed with a 2.25x28mm xience stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.